Event description:
It was reported that pump experienced cartridge load errors, but no further event details were provided. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support follow-up, no troubleshooting was completed, and case was documented and closed without additional actions.